Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 215mg/dl and requested assistance with setting the time and date. Assisted the caller to turn off the temporary basal and to set the time and date. The customer has been setting a temporary basal rate of 50% when he experiences a high glucose level. Days later, the customer called back and stated that he was admitted for medical treatment with low blood glucose. The customer stated that his neighbor found him unconscious and called the paramedics. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. The displacement test was performed and passed. No further information was provided.